Event description:
It was reported that during surgery, the pt's blood pressure suddenly dropped and pt expired.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.